Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a prostyle device after a pulsed field ablation (pfa) interventional procedure using a 10f sheath. Reportedly, after suture deployment, the lever was closed and the device was removed; however, it was noticed that the foot of the device had not retracted completely. The sutures of the device achieved hemostasis and there was no vessel or tissue damage noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely tissue was caught under the foot preventing full closure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.